Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9. The device was returned to olympus for inspection and the reported failure of communication error was confirmed. Based on the results of the investigation, the reasonably known information suggests a probable cause of the alleged failure. "Scope is reading a communication error" is due to an electrical/electronic component problem identified. The most probable cause of this complaint is traced to cause traced to component failure: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the bronchovideoscope experienced a communication error. There was no report of patient involvement.